Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update - (B)(6) 2011 - litigation papers allege patient suffered significant pain, soreness, and discomfort; squeaking, popping and snapping sensation of the right hip; difficulty sleeping, walking, and performing routine activities; inability to lead a normal life; elevated metal ions level; development of recurring large cyst consistent with metallosis, drained on multiple occasions; revision surgery revealing "obvious metallosis"; emotional distress, anxiety, and mental anguish; medical and other related expenses.

Manufacturer narrative:
Patient fact sheet form was received which identified part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.